Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
When surgeon needed to use clips, el5ml, clip didn't close well, and blocked the applicator. There were no patient consequences. Procedure: cholecystectomy.